Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 50 mm diameter abdominal aortic aneurysm. The aortic neck was 23-25 mm in diameter and 10.5 mm in length with an angulation of 37.5 degree. It was reported that the post-operative angiogram showed a proximal type I endoleak. It also appeared that the bifurcated stent graft landed 3 - 4 mm distal to the intended location. An endurant (B)(4) cuff was placed up to the left renal artery and ballooned. The post angiogram revealed that the cuff was precisely placed up to the origin of the primary left renal artery and the proximal type I endoleak resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (short aortic neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (short aortic neck).